Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s heavily calcified lesion during use, resulting in the reported failure to advance. Additionally, it was reported that the guide wire tip separated during advancement. It is likely that manipulation of the wire, when resistance with the lesion was met, contributed to the reported separation. A separated tip would impact the wires maneuverability through the lesion, likely contributing to the reported difficult during removal. The separated portion of the wire was left embedded within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a chronic, totally occluded lesion in the left superficial femoral artery (sfa). The hi torque winn guide wire was being advanced and there was resistance with the anatomy, when the tip of the device sheared off into a chunk of calcification. During removal, resistance was noted with the anatomy and the windshield wiper method was used to remove the wire from the calcium. No attempts were made to retrieve the tip, it remains lodged in the calcium. The patient has been referred to a different physician for follow up. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.